Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that vela alarmed circuit disconnection while on a patient use. The patient was transferred to another device. No patient harm was reported. The customer also reported that the vent stopped when they tested it on a test lung and expiratory pressure transducer calibration failed.